Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedance readings were reading >40,000 ohms. The revision was done due to pt fall and loss of stimulation. The symptoms were considered device related by the doctor. The sutures were broken and the implantable neurostimulator (ins) was loose in pocket, but nothing else appeared damaged. They tested the lead separately with external nerve stimulator (ens) and got >40k on all combos. They decided to replace the extension as a precaution and were planning to come back and redo lead at another time. However, post-operatively impedances were all normal level. The extension wire curled in pt's chest and impedances were high as a result with loss of efficacy. Extension was replaced, impedances dropped and pt was doing well. The extension was discarded and will not be returned for analysis. Add'l info has been requested, but was not available as of the date of this report.